Manufacturer narrative:
The device was not returned for evaluation.

Event description:
The company representative reported that during a surgery, the underarm of the toga was torn. The procedure was completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences.